Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the patient experienced limited auditory benefit with device use. A CT scan (date not reported) indicated extracochlear electrode array placement. The device was explanted (B)(6) 2012, and the patient was reimplanted with a new device during the same surgery.